Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing poor communication screen on their programmer. They stated they were unable to communicate with their re charger as well. The patient noted that they last felt stimulation 2 months ago. They were not recharging their device because they didn¿t get around to it. The patient was to follow-up with their healthcare provider. No further complications were reported. Indication for use is unknown. Additional information: it was reported that a patient had seen power on reset (por) error code, and their therapy has stopped due to por. Patient stated that she has been talking with the nurses at (B)(6) in (B)(6). The patient stated that had an appointment on friday to see a medtronic manufacturing representative (rep) and that they were trying to ¿restore the battery on her medtronic device¿. Patient stated that they were able to ¿make contact¿ but they were there for 3 hours, and it still wasn¿t charging like it usually does (charger wasn¿t showing that it was filling up). Patient then stated that the rep talked with her about the new battery that is not on the market yet, and that is might be good for her to get it. Patient stated that she left her appointment without any conclusion (battery on the charger wasn¿t showing that it was filling up), but when she got home, she tried recharging herself to see how far it would charge. The patient stated that she ¿got it all charged¿ except for ¿one element¿. Patient stated that she can¿t get the lightning bolt to show in the left-hand corner of her device and wanted further assistance. The info por was reported. It was reviewed how to clear the por message. The por message was successfully cleared. Therapy was turned back on, and patient could feel stimulation, but it was low. It was reviewed that the patient may want to increase amplitude on her device if she feels it is too low. Trouble shooting resolved the issue. No further information was reported